Event description:
Reportedly, while the staff was using the device to monitor a non-critical pt, power shut off. The device was operating on battery power at the time. There were no adverse affects to pt care resulting from the reported discrepancy.